Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test and error test. The insulin pump alarmed prime during basic occlusion test due to loose /protruded drive support disk. We were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot at reservoir tube side, cracked battery tube threads, missing end cap sticker and missing drive support sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 69 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.